Event description:
It was reported that the patients ipg was not providing an adequate pain relief and was causing more pain. It was also noted that the ipg was difficult to be charged. The patient underwent an explant procedure. The explanted ipg and linear leads were discarded by the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).